Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported patient was admitted to the hospital for diabetic ketoacidosis; is still wearing pump. Caller reported patient received a reading of hi on his meter; patient was not testing his blood sugars frequently or administering his boluses and was not being monitored. Caller stated the hospitalization could have been caused because meter and pump were not communicating, no product was requested to be returned.